Event description:
It was reported to philips that the system's flexvision monitor was unable to display the live image. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the patient's procedure was delayed by 20 minutes and then completed in another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the monitor in the room did not allow the display of live images. During troubleshooting, water leakage from the ceiling was discovered, prompting the system to be turned off. Heavy rainfall had strained the drainage system, and traces of rainwater were found throughout the area, though the damage was limited to the flex vision pc. The root cause was poor maintenance of rainwater pipelines. The client committed to resuming regular pipeline maintenance. To resolve the issue, the fse replaced the flexviewing pc. The defective flex viewing pc was returned to philips for failure analysis, but no fault was identified. The system was restored to full working order and returned to use. The codes were updated based on the investigation outcome.